Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received the belt was unable to communicate with a monitor. Upon investigation the trunk cable connector was pulled from connector j702 on the distribution node pca. The cause of the inability to communicate and code 204 was the open connection on the distribution node. The root cause for the open connection was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that the patient using electrode belt (B)(4) was receiving service code 204 (belt/monitor unusable).